Event description:
Customer reported that he is not getting g any insulin. He stated that he programmed bolus without being connected and customer stated that the insulin pump did not deliver any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.